Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that in may-2016, the patient reported feeling a bulge in their ins pocket while bending over. Integrity of the system was confirmed, and a portion of the lead going into the ins was palpable. They stated that the battery possibly rotated, causing the lead to position more superficially. However, the integrity of the system was checked by a manufacturing representative, and no malfunction was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the wire was at the charging site so when she charge the recharger antenna pushed against it and was bothersome. It was noted that the therapy itself was not impacted by the wire.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer¿s husband reported that a wire popped out from behind the implant and had come around the front. It was unknown when it popped out. It was stated that you could feel it and see it. It was stated that the patient would have a surgery in (B)(6) to put that back where it belongs. The patient was working with their health care professional (hcp) to resolve the wire issue. It was recommended that they work with their hcp regarding the possible overdischarge. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.